Event description:
The customer contact reported the device did not deliver. At 1315, line a of the device was programmed to deliver an unspecified volume of folinic acid, for a duration of 2 hours, and the delivery was started. Line b was programmed, in the concurrent mode, to deliver an unspecified volume of oxaliplatin, for a duration of two hours, and the delivery was started. No further programming parameters were provided. At 1425, the customer contact reported that the delivery on both lines appeared to be in progress. At 1525, the customer contact reported the folinic acid delivery had completed; however, the oxaliplatin did not deliver. At this time, it was reported that clinician verified that the device had been programmed to deliver concurrently. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The physician was notified. The oxaliplatin therapy was resumed by reprogramming the same device. The device was removed from clinical service on (B)(6) 2012. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.09 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates on (B)(6) 2012 at 1232, line a of the device was programmed to deliver at a rate of 125ml/hr, with vtbi (volume to be infused) of 250 ml, for a duration of 2 hours, and the delivery was started. At 1233, line b of the device was programmed in the concurrent mode to deliver at a rate of 14ml/hr, with vtbi (volume to be infused) of 28ml, for a duration of 2 hours, and the delivery was started. At 1433, the device alarmed with n161 (line a vtbi complete) and n160 (line b vtbi complete). At 1434, the alarms were silenced. At 1439, the device alarmed n250 (door open while pumping), and the device was turned off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.